Event description:
Adverse event(s): "no impact" (no consequences or impact to pt). Product problem(s): "elastomeric membrane leaking" (fluid leak). The customer reported that the pak was leaking fluid from the elastomer membrane. The leakage was from the central area of the membrane. No pt impact was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).